Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer stated the "fail to home" errors occurred on a recently installed syringe. The customer replaced the syringe and the error occurred again. After the second syringe was installed, the customer noticed an increase in hemoglobin background. The customer flushed the syringe twice with deionized water without resolution. The customer performed autocleaning procedure twice and the background was within specifications. There was no further issues with the syringe following the autocleaning procedure. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical device: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. Upon further review, the customer complaint is associated with remedial correction 2919069-8/6/07-004-c, as un unknown lot of the suspect device was in use at the customer facility. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(6) 2009.